Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated he could not connect the tablet to the patient's ins today until the patient turned their bluetooth off on their iphone. The caller stated when he was setting up adaptive stimulation (as), twice he had it where he wanted to complete "lying right" and it brought him back to 'upright' position when it should have been directing him to 'mobile'. The caller was walked through the process over the phone and we were able to complete the as set up. The caller believes the issue was likely that instead of pressing 'skip' for some positions he was simply pressing 'next'. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of not being able to connect with the tablet was possibly the patient's phone's bluetooth being turned on. The adaptive stimulation issues were resolved when they reset their tablet. No further complications reported.